Event description:
The initial reporter received a questionable creatinine result for one patient sample tested on the cobas 8000 cobas c 701 module. The initial result was not reported outside of the laboratory. The initial result was 504 with a repeat result of 93. The unit of measurement was requested but not provided. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer performed a precision check using three levels of qc material with acceptable results. They performed a rerun of a number of patient samples with acceptable results. They checked previous high creatinine results on 13-jul-2022 and did not find any issues. The qc was reported to be acceptable for the whole day. The investigation is ongoing.

Manufacturer narrative:
On his first visit, the field service engineer (fse) inspected the module and found that one of the solenoid valve (sv) plunger barrels was covered in crude. He then cleaned and lubricated the barrel and the inside of the solenoid. He performed mechanical checks and the sodium hydroxide (naoh) intake was within specifications. The customer performed qc with acceptable results. On his second visit, he replaced the faulty solenoid valves and damaged pickup tubing. The customer performed qc with acceptable results. The module was verified to be performing again within specifications. The investigation determined that the issue was caused by worn hardware components.